Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted on (B)(6) 2012, it had been sutured for 6 weeks. The cuff is exposed and catheter has moved from its implanted location. The catheter was removed before it fell out. The customer reported the catheter slid out easily with no tissue growth. This patient needed a temporary I/j line while waiting for his fistula to mature.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.